Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture at high outputs and decreased pacing impedances. A lead dislodgment was suspected but could not be confirmed via x-ray. The physician suspected a micro-dislodgement instead. A revision procedure was scheduled and this rv lead was repositioned with good parameters. No additional adverse patient effects were reported.